Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had moved. No device intervention was reported. Patient was stable. No further information was reported.

Event description:
New information received indicated that the right ventricular lead exhibited high capture thresholds as a result of the dislodgement. The lead was successfully repositioned.